Event description:
Determined to be reportable based on analysis completed on 23 october 2006. It was reported that during an unspecified treatment procedure, a shaft break occurred. According to the customer "while forwarding the maverick, the shaft broke while introduced into the introducer." It was further reporter that the device broke before the y adaptor and balloon was not inflated. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
Returned device analysis confirmed that a break did occur in the hypotube. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube at the break site. No issues were identified with the profile of the balloon that could contribute to a restriction occurring. A review of the manufacturing record for batch 8868056 shows that the device met its material, assembly and product specifications at the time of its release to distribution.